Event description:
Customer reported using maxplus valve when the cap cracked and leaking occurred. Pt injury reported with this event; pt was being treated for pulmonary hypertension, unable to get meds because of valve leaking, medical intervention reported. Flolan and veletri infusing. Pt was transferred to ICU. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.